Manufacturer narrative:
An event was reported through a research article of a post implant paravalvular leak requiring intervention, followed by embolic cerebrovascular accident of unknown origin and patient death was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
The article, "intraoperative repair of mitral paravalvular leak with amplatzer plug", was reviewed. This research article presents a case study of a (B)(6)-year-old female, status post coronary bypass, who underwent mitral valve replacement (mvr) with an epic valve and required brief circulatory arrest for repair of the aortic cannulation site. Intra-operatively the patient also underwent paravalvular leak(pvl) repair using amplatzer vascular plugs. Transesophageal echocardiogram (tee) revealed a =1+ residual mitral valve insufficiency. The patient suffered an embolic cerebrovascular accident, possibly related to calcium embolization from the mitral annulus or aortic cannulation site. The patient passed away. There was no evidence of embolization of the amplatzer plug on post-operative computerized tomography angiogram of the carotids and brain. The article concluded that intraoperative delivery of amplatzer plugs for treatment of paravalvular leaks during mitral valve replacement (mvr) appears to be safe and effective at reducing postoperative mitral valve insufficiency. The primary and correspondence author of the article is (B)(6) md, cardiovascular surgery clinic, pllc, (B)(6), USA with the corresponding email: (B)(6).